Manufacturer narrative:
(B)(4).

Event description:
It was also reported that there was a fracture on the superior vena cava coil.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940 implantable defibrillation lead 1999-(B)(6). (B)(4).

Event description:
It was reported that the superior vena cava coil on the right ventricular lead has high impedance. The lead is still in use and will be monitored. No patient complications have been reported as a result of this event.